Event description:
It was reported that a pt underwent a laparoscopic vaginal hysterectomy in 2009. During the procedure, the device was functioning fine, then it stopped working while morcellating uterine tissue. A new disposable handpiece was added to the surgical field and the surgical case resumed without incident. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 04/07/2009. Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria.